Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device, hand switch device and cable to the console device would run in reverse while in forward position as the devices were in use together. According to the report, the system would run in forward when playing with the switch but when letting off and starting the system up again, it would run again in reverse. There was a delay for a couple of minutes to the planned surgical procedure. There were spare devices available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit meets all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as nov 6, 2012 in the initial report. The device manufacture date has been updated as feb 17, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.